Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated they could not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 121 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no esc and act button response due to flattened button dome switch. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.